Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed per company standard operating procedure since the device serial number was not provided. A supplemental report will be submitted upon receipt of evaluation details.

Event description:
It was reported that, while in use on a patient, a noise generated in the cardiosave intra-aortic balloon pump (iabp) with such a pacing spike on the monitor. The customer attempted to connect with an external source to continue therapy. The ECG cable was exchanged, and the noise disappeared. There was no patient harm, serious injury, or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service representative reported that a getinge sales representative replaced the ECG cable and after that iabp worked normally. The iabp was then cleared for clinical use.

Event description:
It was reported that, while in use on a patient, a noise generated in the cardiosave intra-aortic balloon pump (iabp) with such a pacing spike on the monitor. The customer attempted to connect with an external source to continue therapy. The ECG cable was exchanged, and the noise disappeared. There was no patient harm, serious injury, or adverse event reported.